Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about bent needle npe. (The drug solution came from one or two products, but not from more.) The patient has been using the product since february 2023 and reported many defective products due to the same event (bent needle).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about bent needle npe. (The drug solution came from one or two products, but not from more.) The patient has been using the product since (B)(6) 2023 and reported many defective products due to the same event (bent needle).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. One open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat no 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. As the sample returned was open it is not possible to determine root cause. H3 other text : see h.10.